Event description:
It was reported that information was received indicating the patient was experiencing speech difficulties and disorientation. No environmental, external, or patient-related contributing factors were identified. A magnetic resonance imaging scan was conducted, and it was reported that imaging findings showed peri-lead edema. No interventions were taken, and no surgical intervention occurred or was planned. The resolution status was unknown at the time of this report. A follow-up was planned to obtain additional information. The healthcare provider provided additional information on 2026-mar-18, indicating that symptoms began several days after the stage 2 procedure. The patient was subsequently admitted to the hospital and remained hospitalized for two days, during which imaging showed edema, and steroid therapy was initiated. Symptoms have not fully resolved, but have shown significant improvement at the most recent follow-up. The patient remains on steroids, and an additional follow-up visit with imaging is planned.

Manufacturer narrative:
Continuation of d10: product ID b3300542m lot# serial# (B)(6), implanted: (B)(6) 2026, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542m, serial/lot #: (B)(6), ubd: 07-jan-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.